Manufacturer narrative:
The reported event of air entering the sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, air was aspirated into the sheath following insertion into the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.